Event description:
Hlthcare professional reported that approx 3 months after injection in the cheeks with two syringes of jevederm voluma xc, the pt developed a granuloma on the left lateral face, right lateral face and right medial face. Symptoms were not diagnosed by a biopsy. Pt was treated with vitrase. Symptoms have resolved.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of inflammatory nodule is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to be specifications. The sterilization is registered as conforming.